Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during ablation procedure, one of the devices had a leak and was severely scabbed. The scab was at the junction of the ceramic end and the heating end, which made it impossible to pull out of the patient smoothly after the ablation operation, and the needle path could not be ablated. Forcibly pulled out the body surface to bring out the ablated tissue. It was mainly concentrated at the junction of the ceramic tip and the heating end. The other two needles were broken in the circulating water pipe, which caused the operation to fail and the procedure was aborted. There was no patient injury.